Event description:
Cine image review procedural images confirm the presence of triple vessel disease. Initial treatment by ballooning of the proximal lcx resulted in perforation of the lcx. The perforation was treated with stenting of the proximal vessel. Treatment of the lad was completed after resolution of the perforation of the lcx vessel. Multiple pre-dilatation balloon inflations were completed with different balloon throughout the lad. The level of disease in the lad impacted on the full concentric expansion of the balloons within the vessel. A longitudinal dissection was evident in the vessel after the balloon activities. The region of the dissection was treated with inflation of a balloon in the proximal vessel. The over inflation of the balloon resulted in the perforation the lad. Flow into the distal lad was lost. The lcx was also occluded post the perforation. A covered stent was delivered and deployed to treat the perforation. The perforation was sealed and limited flow was restored to the lcx and the lad. But distal lad flow was still compromised. The procedural images confirm the occurrence of two vessel perforations.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) ¿ perforation. (No results available since no evaluation performed) ¿ device or procedural images not provided for review:(lesion morphology) ¿ lad vessel was severely calcified and diseased. Conclusions:(inherent risk of procedure) ¿perforation. Unable to confirm complaint) ¿ device or procedural images not provided for review 50:(lesion morphology) ¿ lad vessel was severely calcified and diseased. (B)(4).

Event description:
During a pci procedure the physician implanted two resolute integrity drug eluting stents in the lad. It is reported that the lad was a severely calcified, non-tortuous vessel with 80% stenosis. A non-medtronic balloon was used in pre-dilation. A medtronic 3.50 mm balloon was used for post-dilation. During the procedure it is reported that local arterial perforation and tamponade occurred. A pericardial drain was placed emergently. A non-medtronic stent was used to cover the resolute integrity stent in the lad to close off the perforation. The patient was placed on a ventilator and sent to the ccu. The stent remains in the patient.

Manufacturer narrative:
Evaluation results: (related to operational context) - stent sizing. Evaluation conclusions: (operational context caused or contributed to the event) - procedural related.